Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for mother via phone call for high blood glucose. The patient¿s blood glucose was 600 mg/dl at the time of the incident. Patient¿s current blood glucose is 370 mg/dl. The customer reported that mom has been having high blood sugars since last night. We have switched out and still having highs. The customer reported the following symptoms related to their high blood glucose was light headed, nausea. Customer reported that the blood glucose was then went down to 400-337 mg/dl. Customer treated for high blood glucose with using pump. Customer wishes to perform the hp test. Customer does not have a tubing clamp available. Customer reported that she will be reverting back to her previous insulin pump. They advised she had been in a car accident but insulin pump was functioning after. No damage to insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.